Event description:
The customer contact reported the case of the device had "burn marks" near the power cord strain relief. It was reported that while plugged into the ac power outlet, the device "made a popping sound and started to smoke." During visual inspection at the user facility, the case was noted to have "burn marks" near the power cord strain relief. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.